Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6), 2014 (duration not reported), due to healing issues at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.